Manufacturer narrative:
Initial.

Event description:
It was reported that a patient using the ilet bionic pancreas and a libre 3 plus cgm experienced a hypoglycemia event with a lowest cgm value of 58 mg/dl, treated with oral carbohydrate (orange juice), after which glucose trended upward to 95 mg/dl; the cause of the low was unclear and the patient is new to the ilet. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included medication treatment in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.